Manufacturer narrative:
Response to FDA notice to user facility report mw5069384. We are not able to relate a devise to the reported incident (sn of the involved device was not provided). We asked customer for additional information about the involved device but did not receive any information.

Event description:
Pmi became aware to user facility report mw5069384 during researches at maude database. Customer stated an incident happened at (B)(6) 2016. "During spinal surgery head tong device was used, the doro head clamp displaced causing a 10 cm long laceration to the left side of the patients head. This was closed with stables." We never received any information to these incident before 05/08/2017. We asked customer for sn of the involved device but did not receive additional information.